Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was confirmed. The device's machine flow sensor and proportional valve were replaced to address the issue.